Manufacturer narrative:
Follow-up (B)(6) 2016: contact reported that the customer was returned to the pump. The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546 (mg/dl) and ketones after changing infusion site earlier in the day. Contact reported that health care provider (hcp) was contacted who advised to discontinue use of the pump and treat bg levels with insulin injections for the evening. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Contact did state that customer uses humalog insulin in pump cartridges for 3-4 days at a time. Contact was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to contact tandem technical support in the future if contact wished to perform troubleshooting with the pump.